Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2010 and proceed was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted ¿dense adhesions requiring two hours of dissection. Abdomen was described as essentially frozen. The surgeon had to give up at some point for fear of damaging the bowel and other organs. The surgery was complicated by the degree of adhesions and severe scar tissue. Pieces of mesh were removed bit by bit. Portions of mesh remain as it was not possible to remove all mesh or lysis all adhesions.¿ it was reported that the patient experienced severe pain, nausea, chills and inflammation. It was reported that the patient underwent recurrent incisional hernia repair on (B)(6) 2022 and mesh was implanted. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 11/28/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on 9/8/2019. (B)(4) submitted for adverse event which occurred on 7/26/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.